Event description:
A (B) (6), male, pt, underwent aaa repair on (B) (6) 2008. The pt had a neck that increased in diameter from 20 mm to 30 mm over a 15 mm neck. Due to not meeting the stated guidelines outlined in the provided instructions for use (IFU), an alternative procedure was performed. The zenith renu cuff was placed first (as to not put a 36 mm device in a 20 mm neck) and then the 36 device was placed about 10 mm below the lowest renal. Six months post procedure, the sac had enlarged from 70 to 72 mm. One year post procedure, the sac had enlarged to 74mm. No endoleaks could be seen from imaging. The involved physicians were concerned about possible endotension. On (B) (6) 2010, the devices were removed and open aneurysm repair was completed. The current status of the pt is unk, as it was not provided by the reporter.

Manufacturer narrative:
(B) (4). The zenith device has completed requirements showing the device meets the predetermined requirements and that the requirements meet the needs of the user. Each zenith device is shipped with instructions for use (IFU) listing the indications for use, contraindications, warnings, precautions, and the correct deployment procedure. Per the IFU, "key anatomic elements that may affect successful exclusion of the aneurysm include... An inverted funnel shape (greater than 10% increase in diameter over 15 mm of proximal aortic neck length)." The procedure was conducted off label due to the inverted funnel shape of the proximal aortic neck. The returned images were taken approx one year after the initial implant on (B) (6) 2008. A review of the images could not confirm any endoleaks. However, because of the diameter of the main body graft (36 mm) and the diameter of the renu cuff (28 mm), there is a large amount of graft material at the overlap of these two stent grafts. Inadequate seal between the two grafts may have contributed to the unconfirmed endoleak. There appeared to be adequate seal at the distal fixation sites. We will notify the appropriate personnel of the event and continue to monitor for similar complaints. The risk associated with this failure mode was evaluated and no add'l actions are required at this time.